Event description:
R: reviewed episodes in question and confirmed intermittent ra under sensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).